Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code c61gta. A search of the complaint database search finds additional reported incidents against lot codes 2929767 and 2946192 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position. Update: (B)(4) 2012 - was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during the revision it was found the patient had no bony ingrowth on the stem. Records are available for further review.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of stem before first revision. Stem was already added, updated patient's date of birth and patient harms. Added revision hospital, revision surgeon and lawyer in the associated contact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.